Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one broviac s/l catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for catheter burst as a compound split was noted from the distal end of the luer had the shape of a c-split; the edges of the split were smooth . The distal catheter segment was not returned. The catheter was patent to infusion and aspiration with a leak noted at the compound split. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during the placement procedure, the catheter allegedly burst during the flushing. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f products are identified. (Expiry date: 01/2021). Device not returned.

Event description:
It was reported that during the placement procedure, the catheter allegedly had a break during the flushing. There was no reported patient injury.